Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 04 june 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure there was difficulty visualizing leaflet insertions due to image quality. Two triclips were implanted. Upon deployment of the third triclip xtw a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the posterior leaflet. The final tr grade was 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.